Event description:
Additional information: it was reported that the patient did not follow clinicians instruction on diet.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4), and a specific cause of the reported event could not conclusively be determined. (B)(4) was returned assembled with the driveline (dl) cut approximately 9" from the pump housing and approximately 28.5¿ of the external portion of the dl was returned (figure 1). The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet housing. The sealed outflow conduit was returned attached to the pump outlet housing. A bend relief collar was present and secured with green suture. A correlation between the findings of the evaluation of the returned device and the reported ischemic stroke cannot be conclusively determined. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 months, 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an ischemic stroke on (B)(6) 2019 and did not recover. The patient expired on (B)(6) 2019. No further information was provided.